Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
Rp 011714 - the dentist reported that after 1 year and 6 months dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the patient presented bone type ii.